Manufacturer narrative:
Other relevant device(s) are: product ID: 9733582, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system¿s camera was not functioning. A medtronic representative (rep) was calibrating the ¿sonocal¿ and then the camera shut down. It then came back up and was constantly beeping and flashing a green light. It was displaying ¿localizer not connected.¿ the rep opened the northern digital inc. (Ndi) toolbox and nothing was displayed. Technical services (ts) had the rep look at the polaris spectra system control unit (scu) lights and they were functioning and illuminated as intended. Ts had the rep bypass the input/output (I/o) hub to check to see if the cable was damaged and it was functioning as intended as well. Ts then had the rep reseat the limo cable to the scu and the issue was resolved. Ts had the rep restart the system to make sure it was functioning, and it was functioning as intended. It was noted that the probable cause was a loose or twisted internal scu to positioning sensor unit (psu) cable; ultimately there was a wire that became loose when the system was being transported to different parts of the operating room (or). There was no patient involved with this event. It was noted that the system has been used several times since with no issues.